Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was automatically switched off. Analysis of the log file confirmed that there was an unexpected system power off. During troubleshooting, the fse identified a blown mpdu fuse. The fse replaced the fuse. After replacement of the mpdu fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device shutdown and would not power on successfully. The device was not in clinical use at the time of the event. No harm has been reported to philips.